Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01113. Follow-up identified the patient had her scs leads explanted and replaced with a different model lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01113. It was reported the patient is experiencing a sensation in her legs that "feel like jello". The patient stated the sensation is due to having to increase her stimulation amplitude very high to cover her back pain. A sjm representative met with the patient and reprogrammed her scs system, but was unable to capture the needed stimulation coverage. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.